Manufacturer narrative:
Initial reporter phone#: (B)(6). Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for foreign matter with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that foreign matter was found in a bd vacutainer® serum blood collection tubes before use. No injury or medical intervention.